Manufacturer narrative:
The sutures were placed in normal tissue in the back wall of the inguinal canal closing a 7-8 mm large medial hernia defect. The suture was placed interrupted. The patient was (B)(6) years old at the initial hernia surgery and (B)(6) years old at time of treatment of the granuloma. The granuloma presented as an abscess like swelling in the groin, CT and MRI showed an inflammatory process and with signs of imminent perforation. The current condition of the patient was reported was a still is a healthy boy. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the child underwent a tapp procedure with laparoscopic inguinal herniotomy on (B)(6) 2014 and suture was used for suturing the pre-peritoneal defect.the peritoneum was sutured with v-loc. On (B)(6) 2015 the patient presented a granuloma stretching from the pre-peritoneal space through the abdominal wall in the groin and underwent a surgical incision of non-infectious granuloma. It was also reported negative cultures and no reaction in crp and leukocyte count. During the re-operation, the granuloma tissue and the suture were removed. The patient's current status reported as well being. The surgeon opines that the cause is the suture. Additional information has been requested.

Manufacturer narrative:
Returned explanted green braided suture was knotted with all ends cut and no breakages were observed. Non-infectious granuloma indicated by end-user as associated with the implanted suture. Regarding the association of the suture with the granuloma, the following sections of the product insert may be relevant: ¿ethibond excel suture elicits a minimal acute inflammatory reaction in tissue, followed by a gradual encapsulation of the suture by fibrous connective tissue. Both the polyester fiber suture material and the polybutilate coating are pharmacologically inactive.¿ ¿adverse effects associated with the use of this device include wound dehiscence, calculi formation in urinary tract and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs, infection, minimal acute inflammatory tissue reaction and transitory local irritation at the wound site.¿